Event description:
This carotid artery stenting procedure was performed in (B)(6). During the procedure on the carotid artery, the physician felt the spiderfx delivery catheter was caught by the protégé rx stent upon removing from the patient. The filter of the spiderfx became caught by the stent, and the physician could not retrieve the spider filter from the patient. Therefore, the physician used a different delivery catheter (4fr angiographic catheter) to retrieve the spider filter from the patient. The filter was removed from the patient successfully. However, the protégé rx stent partially broke. The physician also noted the stent deployed inside the patient looked like a heart shape. The physician determined no additional approach to the lesion was possible. Please reference MDR 2183870-2015-00014 for the protege rx used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is not available.